Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. Visual examination of the returned product was completed and found that the device was fractured. The device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures, which indicates overload failure or low cycle fatigue culminating in the overload failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a modular insert used with an inserter handle was damaged and could not fully slide down the handle shaft. There was no impact to the patient. Attempts have been made and no further information has been provided.